Event description:
Equipment was used during the following surgery: cystoscopy, transurethral resection of prostate urethral dilation. Following surgery and during cleaning and inspection of the resectoscope it was discovered that the ceramic tip on the instrument's end was broken off. An x-ray of the pt showed a foreign body in the bladder. The pt was returned to surgery and foreign body was removed.